Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown breast surgery with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The patient noticed that the implant was shrinking. Patient started feeling a burning on the chest area. Patient went to the emergency room, and a CT scan was performed, and it confirmed the right implant to be deflated. Patient went to get a mammogram on (B)(6) 2020, and approximately 2 weeks after she was taken to emergency room. Mentor has not received any diagnosis from the MRI examination as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.